Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. It was reported to pentax medical from the facility that there was decreased elevator angulation with pentax medical video duodenoscope model ed34-i10t2-us, serial number (B)(4). A narrated video of the issue was provided by the customer and indicated that the elevator was slow to retract at all when the endoscope was at a 90 degree angle. Distal end cap 0011120 was being used with the duodenoscope. The customer owned endoscope was received by pentax medical for evaluation on 29-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint as "elevator deflection movement is sluggish" and documented the following inspection findings: lcb distal cover glass modified cover glass chipped/cracked, passed wet leak test, passed dry leak test. The device underwent repairs including the following components: o-rings and seals, o-ring(0.5x1.3) imp-1, deflector operating wire, lcb distal cover glass. The endoscope is awaiting repair and approved by final qc as 16-aug-2021. This is the first time pentax model ed34-i10t2-us, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service.